Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: champagne bubbles collecting, not clean. Tubing required changing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the defect were provided for evaluation. The photographs were evaluated, and bubbles were observed inside the tubing through the set. The reported defect was confirmed. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.